Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction section g4 (PMA/510(k) #): correction. Manufacturer's investigation conclusion: a specific cause for the report of fluid ingress into the shower bag could not be conclusively determined through this evaluation. The relevant sections of the device history records for the shower bag, lot #9156292, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and heartmate 3 lvas patient handbook rev. D, are currently available. Section 6 of the IFU ¿patient care and management¿ and section 4 of the patient handbook ¿living with the heartmate 3¿ explain how to the use the shower bag. These sections warn that the shower bag must be used for every shower. Although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect external system components from water or moisture. Section 8 of the IFU "equipment storage and care" (under "cleaning heartmate wear and carry accessories") and section 6 of the patient handbook "caring for the equipment" (under "caring for the wear and carry accessories") state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it: call your hospital contact for a replacement. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient dropped their equipment while in the shower in the shower bag. It was unknown if the shower bag appropriately closed at the time of the event the system controller got wet. Log files were submitted for review and did not capture any controller faults so there did not appear to be any immediate issues with the controller.